Event description:
The pump was returned for investigation. Investigation revealed that the display screen is faded and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box showed low battery and replace battery alarms. There was evidence of voltage drops and excessive battery usage observed in black box. The battery compartment was intact. There was no evidence of moisture contamination found inside the pump. A power loss was not observed. The display was faded, discolored and difficult to read. (B)(6).